Event description:
It was reported that the zimmer air dermatome was cutting graft too thick. Unable to obtain add'l info from the user after many attempts.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 13 years old and has been in 3 times for repairs. The last repair was on (B)(4) 2010, for a non related issue. The inspection found that the zero thickness lever setting to out of spec. Unable to determine a cause of the reported complaint, however, the device was overdue for preventative maintenance. The only calibration which was out of spec on this device was the 'o' thickness lever setting. This would not have contributed to the cause of the reported complaint. No other non user factors are indicated which could have caused the report complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(4) 2010. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.